Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the mid esophagus to treat a benign esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed. However, under fluoroscopic view, it was noted that the distal end of the stent did not fully expand. During removal of the stent delivery system, the tip of the delivery system got caught on the distal flanges of the stent, which caused the stent to be removed unintentionally. The stent was eventually removed using retrieval forceps, and the procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event. Note: according to the complainant, there was no malignancy at the intended anatomy. However, per the wallflex esophageal fully covered stent system instructions for use, the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The stent is not indicated to be placed in benign strictures.